Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder and 20mm amplatzer amulet left atrial appendage occluder were chosen for implant using a 12f amplatzer amulet delivery sheath. During the procedure, the patient had a cardiac arrest and had to be resuscitated. The patient was reported not stable.

Manufacturer narrative:
An event for patient effects of cardiac arrest was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported cardiac arrest could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.